Manufacturer narrative:
Correction: the correct lot number was received by the customer. The following information has been updated: medical device lot#: 9003751 . Medical device expiration date: 2019-12-31 device manufacture date: 2019-01-03.

Event description:
It was reported that the stopper popped out of the bd vacutainer® sst¿ blood collection tube after use when it had been placed in a transport bag, and a redraw was required. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: ""the caps are coming off the tubes after they were placed in a transport bag. Other specimens were contaminated. Date of event: (B)(6) 2019 - female, lot 9023751"

Manufacturer narrative:
The reported lot # [9023751] was not found for the reported catalog # [367986]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper popped out of the bd vacutainer® sst¿ blood collection tube after use when it had been placed in a transport bag, and a redraw was required. This complaint was created to capture the 1st of 2 related incidents.the following information was provided by the initial reporter: "the caps are coming off the tubes after they were placed in a transport bag. Other specimens were contaminated.date of event: (B)(6) 2019 - female, lot 9023751".

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper popped out of the bd vacutainer® sst¿ blood collection tube after use when it had been placed in a transport bag, and a redraw was required. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: ""the caps are coming off the tubes after they were placed in a transport bag. Other specimens were contaminated. Date of event: on (B)(6) 2019 - female, lot 9023751".